Event description:
The lead was explanted on (B)(6) 2011. Lead started showing noise on egm's. The procedure took place at (B)(6) this report reflects information received by FDA in the form of a notification per 803.22 (b)(2)